Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. The cause of the breach in aseptic technique was further described as ¿a change in the caregiver¿. On the day prior to diagnosis, the patient experienced abdominal pain at night. The next morning, the patient¿s pd effluent was cloudy and the patient was diagnosed with peritonitis. On the same day as diagnosis and on the following day, the patient¿s caregiver received training on proper aseptic technique. Also on the same day as diagnosis, the patient began treatment for the peritonitis with injection (inj) fortum (1 gm, intraperitoneally [ip], once daily [od]) and inj reflin (1 gm, ip, od) for two weeks. The patient was not hospitalized for the event of peritonitis. Four days after diagnosis, the patient¿s pd effluent was clear, the patient was not experiencing any abdominal pain, and the patient was recovered from the peritonitis event. At the time of this report, pd therapy was ongoing with no reported problem. No additional information is available.